Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 237 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.